Event description:
Boston scientific corporation became aware of an event involving the wallflex biliary stent and the advanix stent, through the article titled, "the risk factors of bleeding after eus-guided transmural drainage of pancreatic fluid collections: a single-center experience in china", by selhin et al. Per the article, between june 2019 and may 2024, a total of 181 patients with peripancreatic fluid collections underwent endoscopic ultrasound (eus)-guided transmural drainage. All patients were successfully drained by eus, and the stent was removed once the cyst was identified and symptoms had resolved postoperatively. Nine patients experienced recurrence: seven were treated endoscopically and two surgically. Approximately 22.6% developed infection; four required repeated endoscopic removal of necrotic tissue, while 38 improved with antibiotics and nasal cyst tube irrigation. Fourteen patients experienced postoperative bleeding, which was managed with stents, clamps, vascular embolism, blood transfusion, and rehydration.

Manufacturer narrative:
Blocks b5, d1, d2a, d2b, and g4 have been corrected. Block b3: approximated based on the date the literature was conducted. Block d4, h4: the literature article did not provide the suspect device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: senlin hou et al. (2025) the risk factors of bleeding after eus-guided transmural drainage of pancreatic fluid collections: a single-center experience in china. Front med. 121626767. Doi:10.3389/fmed.2025.1626767. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e1906 captures the reportable event of infection. Imdrf impact code f2202 captures the endoscopic procedure. Imdrf impact code f2303 captures the medication. Imdrf impact code f08 captures patient hospitalization. Imdrf impact code f2301 captures the additional device used. Imdrf impact code f23 captures the unexpected medical intervention. Imdrf impact code f2302 captures the blood transfusion. Imdrf impact code f19 captures the surgical intervention. Block h11: the device was not returned for evaluation; therefore, a technical product analysis could not be performed. However, media analysis was performed, and it was observed that the device was in the patient's anatomy. Product analysis could not confirm the reported adverse events. Additionally, the following events - therapeutic response decreased, endoscopic procedure, medication required, hospitalization or prolonged hospitalization, additional device required, unexpected medical intervention, blood transfusion, and surgical intervention - occurred during the procedure. Therefore, the probable cause could not be determined due to insufficient evidence. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, infection, hemorrhage, major, blood transfusion and surgical intervention were noted within the IFU as possible adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of the device.

Manufacturer narrative:
Block b3: approximated based on the date the literature was conducted. Block d4, h4: the literature article did not provide the suspect device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: senlin hou et al. (2025) the risk factors of bleeding after eus-guided transmural drainage of pancreatic fluid collections: a single-center experience in china. Front med. 121626767. Doi:10.3389/fmed.2025.1626767. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e1906 captures the reportable event of infection. Imdrf impact code f2202 captures the endoscopic procedure. Imdrf impact code f2303 captures the medication. Imdrf impact code f08 captures patient hospitalization. Imdrf impact code f2301 captures the additional device used. Imdrf impact code f23 captures the unexpected medical intervention. Imdrf impact code f2302 captures the blood transfusion. Imdrf impact code f19 captures the surgical intervention.

Event description:
Boston scientific corporation became aware of an event involving the axios stent with electrocautery-enhanced delivery system and the advanix stent, through the article titled, "the risk factors of bleeding after eus-guided transmural drainage of pancreatic fluid collections: a single-center experience in china", by selhin et al. Per the article, between june 2019 and may 2024, a total of 181 patients with peripancreatic fluid collections underwent endoscopic ultrasound (eus)-guided transmural drainage. All patients were successfully drained by eus, and the stent was removed once the cyst was identified and symptoms had resolved postoperatively. Nine patients experienced recurrence: seven were treated endoscopically and two surgically. Approximately 22.6% developed infection; four required repeated endoscopic removal of necrotic tissue, while 38 improved with antibiotics and nasal cyst tube irrigation. Fourteen patients experienced postoperative bleeding, which was managed with stents, clamps, vascular embolism, blood transfusion, and rehydration. Please see the reference article for full details.